Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed to reposition the lead but the physician encountered difficulty disengaging the helix. Upon repositioning the physician was then unable to extend the helix using either the included lead tool or another. The lead was then extracted and replaced with a competitor product. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. The helix was tested and found non-functional due to the presence of the dried blood/body fluid contamination in and around the helix mechanism. Subsequent electrical and mechanical testing did not identify any other product abnormalities that would have caused or contributed to the reported lead dislodgement. Laboratory analysis was concluded the helix extension/retraction issues were the likely result of foreign material at the lead tip. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.